Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing, though the pd catheter was replaced with a new one and a titanium adapter. The patient recovered from the event in the same month that this report was received. No additional information is available.